Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the device alarmed "no disposable clamp tubing". The setting rate was 1.7, reservoir volume was 12.9 and 67.15 was given; there was also air in the tubing. There was no patient, or clinician injury associated with this occurrence.